Manufacturer narrative:
A ge service rep performed an onsite investigation. The service rep reloaded the system software and formatted the cine drives. The system was tested and found to be working as intended and put back in service.

Event description:
The customer reported that the system displayed only the x-ray images and not the cine run. No pt injury was reported.